Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that an emergency dye study was being done on the date of this report due to an unspecified catheter problem. No further information including patient or device details, the reason for the dye study, if there were any patient symptoms, the outcome of the study, if any actions or interventions occurred or the patient¿s outcome were provided. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10841r61, product type: catheter. (B)(4).

Event description:
Additional information received indicates the following information that was previously reported under manufacturer report # 3004209178-2014-20322 pertains to this event. [It was reported the patient experienced less than 50% therapy relief. A dye study and rotor/roller study were performed. There was no issue with the catheter and the pump logs show no problems. The rotor study was normal. A catheter revision was performed. The catheter was aspirated with no problem and the pump was disconnected and on the back table. The proximal segment of the catheter appeared to have a nick. The proximal segment of the catheter was replaced on (B)(6) 2014 and discarded. The issue was resolved but the cause of the issue was not determined. The pump was set to minimum rate per the managing physician who plans to titrate to a therapeutic dose. The patient status at time of this report was alive; no injury. The pump was delivering bupivacaine and morphine.] It was later reported that the pump was emptied and they got exactly what was expected. A rotor study was successful. The patient's health care professional (hcp) replaced a small portion of the pump segment; there was a possible nick in the catheter. The pump was programmed to minimum rate. The location of the issue or symptom was the device pocket.